Event description:
Boston scientific received information that tachycardia therapy on this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information was performed. This investigation will be updated should further information be provided.